Event description:
A teal power distribution unit filter failed, emitting smoke and reported visible flames. The teal unit was not in the same room as the CT scanner. The CT scanner and teal unit were shut down, and an extinguisher was used on the teal unit. There were no injuries to any pt or operator.

Manufacturer narrative:
Voluntary medical device recall report was filed. It has been classified as a class 2 recall. Philips healthcare (ph) issued mandatory field change order to correct this issue. The root cause of the issue is a component failure on the vended teal device. The CT unit was not in clinical use when the event occurred.